Manufacturer narrative:
The straight plate tab and the straight plate shaft were returned. One of the eyelets of the straight plate shaft was observed to be fractured open and distorted. It is unknown how or when the damage occurred. There was proteinaceous debris observed on the eyelet of the shaft. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all timesh components can occur. A review of the manufacturing records showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all timesh components can occur.

Event description:
It was reported to medtronic neurosurgery that the screw cap was found to be fractured intraoperatively. According to the report, the doctor replaced the device with a new device to complete the surgery. It was also reported that no fragment was left in the patient's body. Reportedly, there was no impact to the patient and the patient is doing well.